Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedurename and date of the procedure? Date and name of the index surgical procedure: the diagnosis and indication for the index surgical procedure? Did the patient experience hemorrhagic shock or septic shock due to the reported event? It was reported ¿timely search¿; was the surgical procedure prolonged to search for and remove the needle? If yes, how long was the procedure prolonged? Was there any change in the patient¿s post-operative care due to the reported event? Was there any damage to patient tissue due to the reported event? Was additional dissection required in other organs/tissues other than the target tissue? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Where was the needle grasped during use? What instruments were used to grasp the needle? Other relevant patient history/concomitant medications? What is the patient¿s current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unspecified open procedure on (B)(6) 2020 and suture was used. Pulling off of suture and needle occurred. The needle fell into the abdominal cavity. It was reported that after timely search, the needle was found to avoid accidental damage such as damage to the abdominal organs, hemorrhagic shock or septic shock. A new like device was used to complete the procedure and there were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2020.   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure name and date of the procedure? Date and name of the index surgical procedure the diagnosis and indication for the index surgical procedure? Did the patient experience hemorrhagic shock or septic shock due to the reported event? It was reported ¿timely search¿; was the surgical procedure prolonged to search for and remove the needle? If yes, how long was the procedure prolonged? Was there any change in the patient¿s post-operative care due to the reported event? Was there any damage to patient tissue due to the reported event? Was additional dissection required in other organs/tissues other than the target tissue? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Where was the needle grasped during use? What instruments were used to grasp the needle? Other relevant patient history/concomitant medications what is the patient¿s current status? H3 evaluation: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.